Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed errhwble, call tech support. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and experienced perpetual rebooting. The data log could not be retrieved and functional testing could not be performed because of the perpetual rebooting. Customer complaint could not be determined and\or confirmed because the receiver was stuck . The root cause could not be determined.